Manufacturer narrative:
Additional information : the device was evaluated. A visual inspection with the naked eye noted a loose blue ring cap inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of a minicap transfer set was found dislodged inside the packaging before opening. There was no patient involvement. No additional information is available.